Event description:
A 12-yr-old female with medical history of double outlet left ventricle and pulmonary atresia. After repair using aortic homograft on 6/16/87, required explant due to obstruction and calcification on 8/7/90. Operative reprot notes tissue below the valve to be completely soft and non-calcified, however, calcified portion is noted up to the branches of the pulmonary arteries.